Event description:
It was reported that a peritoneal dialysis (pd) patient recently had surgery to reposition the catheter and was drained at the hospital. The patient is still sore and felt pain from the surgery. Upon follow up, the patient's pd nurse confirmed the patient had pd catheter repositioning due to the pd catheter becoming wrapped in omentum. Additionally, the nurse reported the patient did have some associated pain from the catheter procedure; not related to fresenius products. Per the nurse, the patient completed treatment on (B)(6)2021 without any adverse effects. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).